Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because strips had expired.

Event description:
It was reported the patient received the following results within 10 minutes: 12 mg/dl and 356 mg/dl. The user stated that the test strips were not expired at the time of the result comparison.